Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. Additional information obtained from the field indicating that this lead was attempted due to placement difficulty and patient anatomy.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm difficult-to-position based on the observation of a deformed (bent) helix which may have been the cause of the placement difficulty at implant. Furthermore, this was concluded a known inherent risk based on the field report of placement difficulty and the observation of a deformed (bent) helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. Correction to field b5. Describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to placement difficulty and patients' anatomy. A new lead was implanted. No adverse patient effects were reported.